Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module. The patient's elecsys ft4 results were reported outside the laboratory. The patient's physician questioned the results and requested re-measurement of the sample. The customer sent the sample for an investigation and the sample was tested on a cobas 8000 e 801 module, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. Refer to the attachment for all patient data. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the available information, a general reagent issue could be excluded. The investigation determined the issue was caused by an unknown pre-analytical handling issue. The investigation did not identify a product problem.